Event description:
Manufacturer report number 3006705815-2019-01337.manufacturer report number 3006705815-2019-01338.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Manufacturer report number 3006705815-2019-01337. Manufacturer report number 3006705815-2019-01338. It was reported that patient had ineffective stimulation. Multiple programming changes were made however was unsuccessful in providing relieving pain. Device system was explanted. Patient was stable.